Manufacturer narrative:
A ge representative evaluated the system and replaced 2 circuit boards. The system operates as intended.

Event description:
The customer reported the system would not produce a live fluoroscopic image. There is no report of patient injury or death.